Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed to support the patient admitted in with a st-segment elevation myocardial infarction. The pump was placed and was supporting when there was a hematoma observed on the site of the pump. The team did not explant the pump, but the pump remained on for support as the team assessed for renal failure, and started continuous renal replacement therapy, and for possible sepsis. The patient was in multiple organ failure and decision made not to escalate but rather withdraw care.